Event description:
The customer reported that the antenna broke off in the patient and a trauma surgeon made a small skin incision to remove the antenna. There was no adverse effect to the patient, however the ablation procedure was not completed.

Manufacturer narrative:
(B)(4). The customer provided their medsun report number: (B)(4). Evaluation of the incident antenna confirmed the device was damaged and broken. The noted damage is consistent with the device exceeding the shaft bend radious limit. Additionally, it appeared the shaft was damaged by the grasping device used to retrieve the broken piece.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.